Event description:
The account stated that the brakes are not holding as they should.

Manufacturer narrative:
The technician adjusted all four brake casters and cleaned the caster wheels to repair the stretcher.